Event description:
Boston scientific received information during a follow up this right ventricular lead showed out of range pacing impedances. Technical advice was requested. No adverse patient effects were reported.

Manufacturer narrative:
A review of the disk analysis revealed that the pacing impedances had gradually increased and were currently slightly out of range. Technical services discussed that the gradually increasing pacing impedances with no other abnormal measurements could indicate a build up of calcium deposits a the interface of the lead tip/heart tissue. At this time the lead remains implanted.

Manufacturer narrative:
Additional information received noted that although a lead revision was advised the patient did not accept the suggestion and a normal follow up was scheduled.